Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. The initial result was 170 pg/ml. The repeat result was 92.3 pg/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The estradiol iii reagent lot number was 753047 with an expiration date of 30-nov-2024. Sample pipetting alarms were observed on the alarm trace data. Qc or other assays were not affected. The issue did not reoccur after discussing sample handling with the customer. The investigation determined the event was consistent with a preanalytical handling issue.